Event description:
Clinical study; same case as 6000089-2007-00842. It was reported that during a cardiac catheterization, it was noted that in the right coronary artery (rca), there was mild in-stent restenosis. The lesion being treated in the index procedure was located in the rca. The mid rca was 80% stenosed. The physician treated the lesion with successful placement of a 4.0x28mm express2 monorail study stent. The physician the treated the proximal rca which was 60% stenosed with the placement of a 4.0x12mm express monorail study stent. The patient tolerated the procedure well but continued to experience chest pain after the pci. This resolved without further treatment and the patient was discharged 2 days later on plavix. In 1131 days after the initial procedure during a cardiac catheterization, it was noted that in the right coronary artery (rca) "the mid segment contained a stent with mild in-stent restenosis in the 20-25% range. It was a moderate size vessel and was dominant. Proximally it contained a discrete 50% stenosis followed buy mild diffuse narrowing. Additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.